Event description:
During angioplasty of a 100% occluded and a very calcified lesion in circumflex, the physician inflated the 2.50 x 15 sakura dura star at 18atm and the balloon ruptured but the doctor was unable to remove it, as it was stuck in the calcium lesion. When the doctor attempted to pull harder on the balloon shaft, the balloon broke and the distal portion of the balloon remained stuck in the artery. They tried unsuccessfully to remove it and finally decided to leave it there and stop the case. There were no anomalies noted on the device when removed from the package or during prep. There was resistance met while advancing the device over the guidewire and during withdrawal. The device did not kink in the area of separation which occurred 2-3 mm proximal to the distal marker. The patient had no chest pain or discomfort and nothing extra will be done. A procedural cd will be sent for review.

Manufacturer narrative:
Please note that the analysis of this product was completed on september 16, 2010 and was not submitted timely as an oversight. During a coronary intervention, the balloon of a durastar ptca balloon catheter burst and became stuck in the lesion. When the doctor attempted to pull harder on the balloon shaft, the balloon broke and the distal portion of the balloon remained stuck in the artery. They tried unsuccessfully to remove it and finally decided to leave it there and stop the case. The target site was described as "very calcified" and the balloon burst at 18atm. The reporter noted that the balloon "was stuck in the calcium lesion." No anomalies were noted prior to use and the unit prepped normally. Resistance was met while advancing the unit over the guidewire through the vasculature. After surgical consultation, it was decided that if the patient has no chest pain or discomfort, nothing extra will be done one non-sterile 2.5/15mm durastar ptca balloon catheter was returned for analysis. A guidewire (unknown product) was stuck inside the inner body. The balloon had a radial burst; the separated distal part of the balloon and distal tip were not received. The proximal section of the shaft was separated and not returned; therefore the hub was not returned. Accordioned sections of inner body were found at 3.5cm and 13.5cm from the distal end. One bend was observed 12.5cm from the proximal end. Blood residues were observed inside the wire lumen. Due to the condition in which the unit was received, it was not feasible to perform functional analysis. The shaft of the catheter was separated 85cm from the hypo seal; the edge of the separated section appears to have kinked before breaking. Sem results show that the balloon's external surface and the inner body's external surface exhibit evidence of abrasions, ruptures and scratches; cutting characteristics were not noted in the surfaces of the rupture. The sample exhibited no evidence of internal surface damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The unit was reviewed with the pet team; it was concluded that there is no evidence that suggests these issues are manufacturing related. A review of the manufacturing records could be performed since a lot number was not provided by the customer. A procedural cd was returned for independent review; this evaluation remains pending. The balloon burst and distal tip separation reported by the customer were confirmed. Review of the available information suggests that vessel/lesion characteristics and procedural factors may have contributed to this event. There is no evidence to suggest any manufacturing issues may have contributed to the failures. No actions will be taken at this time.

Manufacturer narrative:
During a coronary intervention, the balloon of a durastar ptca balloon catheter burst and became stuck in the lesion. When the doctor attempted to pull harder on the balloon shaft, the balloon broke and the distal portion of the balloon remained stuck in the artery. They tried unsuccessfully to remove it and finally decided to leave it there and stop the case. The target site was described as "very calcified" and the balloon burst at 18atm. The reporter noted that the balloon "was stuck in the calcium lesion." No anomalies were noted prior to use and the unit prepped normally. Resistance was met while advancing the unit over the guidewire through the vasculature. After surgical consultation, it was decided that if the patient has no chest pain or discomfort, nothing extra will be done one non-sterile 2.5/15mm durastar ptca balloon catheter was returned for analysis. A guidewire (unknown product) was stuck inside the inner body. The balloon had a radial burst; the separated distal part of the balloon and distal tip were not received. The proximal section of the shaft was separated and not returned; therefore, the hub was not returned. Accordioned sections of inner body were found at 3.5cm and 13.5cm from the distal end. One bend was observed 12.5cm from the proximal end. Blood residues were observed inside the wire lumen. Due to the condition in which the unit was received, it was not feasible to perform functional analysis. The shaft of the catheter was separated 85cm from the hypo seal; the edge of the separated section appears to have kinked before breaking. Sem results show that the balloon's external surface and the inner body's external surface exhibit evidence of abrasions, ruptures and scratches; cutting characteristics were not noted in the surfaces of the rupture. The sample exhibited no evidence of internal surface damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The unit was reviewed with the pet team; it was concluded that there is no evidence that suggests these issues are manufacturing related. A review of the manufacturing records could be performed since a lot number was not provided by the customer. A procedural cd was submitted for independent physician review; the report follows. The cd revealed a patient with a completely occluded left circumflex which was heavily calcified and an intervention was attempted. A guide-wire was passed and a balloon was positioned with dilatation of the lesion which resulted in rupture of the balloon and embolization of the distal portion of the balloon occurred upon attempting to remove the system. Multiple attempts were made using a second wire and balloon system to retrieve the distal extent of the balloon system; however, this was unsuccessful and the end result was that of an extensive dissection with dye staining in the proximal and mid-segment of this vessel. The patient was referred to a cardiac surgeon and it was decided to leave the balloon fragment in place as the vessel was functionally closed. The case reveals a heavily calcified left circumflex coronary artery which was treated with balloon angioplasty with resultant rupture of the balloon at 18atm of pressure. This was apparently a durastar 2.5/15mm ptca balloon system. Upon review, there apparently were no structural defects noted in the system and no further analysis was made. This was a total occlusion of a very heavily calcified left circumflex system where a guide-wire was passed into the small caliber vessel using a q-shaped guide with excellent support. I am not sure what the guidewire was but it did appear that the guide-wire was intraluminal. I do believe that the distal balloon may have been caught in the calcified spicules and upon attempts to remove it, the distal end was avulsed. This is an unusual situation where an attempt to remove the balloon was reasonable but unsuccessful. I do suspect that the anatomical factors of the total occlusion with a heavily calcified vessel lead to the complication and I see no other technical factors that played a role. The balloon burst and distal tip separation reported by the customer were confirmed. Review of the available information suggests that vessel/lesion characteristics and procedural factors contributed to this event. There is no evidence to suggest any manufacturing issues may have contributed to the failures. No actions will be taken at this time.

Manufacturer narrative:
This device is available for testing but has not yet been received. Additional information received will be submitted within 30 days upon receipt.

Event description:
A film review received revealed that there was an extensive dissection.